Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-jul-2025, the user reported that the cartridge was repeatedly coming out of the ilet. The highest recorded blood glucose (bg) during the event was 400 mg/dl. It was determined that the connector had not been locked into place. After securing the connector properly, insulin delivery resumed, and bg returned to range. The device provided a high bg alert. No medical intervention was required.